Manufacturer narrative:
720182-01, 1000078623, reservoir flat 100 ml.

Event description:
It was reported that patient underwent an explant procedure of his inflatable penile prosthesis (ipp) due to infection months ago. No information about the patient outcome is available at the moment.